Event description:
It was reported that the customer has passed away at home. The cause of death was heart attack. The caller stated that the one day the customer came home and said that he didn't fell too well. He was taken to the hospital. The customer had stage 5 renal failure, kidney disease and heart disease. The customer was waiting for kidney transplant in 2010. The caller stated that the customer had difficulty controlling their blood glucose. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The caller stated that on (B)(6) 2013, the customer was off the insulin pump due to surgery. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the insulin pump had been without a batter for fifteen months, and they refused to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.